Manufacturer narrative:
Hemolysis resolved with upgrade. The impella cp was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 74-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with society for cardiovascular angiography and interventions (scai) stage not reported. During impella cp support, the patient was noted to have red urine with laboratory findings of elevated lactate dehydrogenase greater than 2500 units per liter, raising concern for hemolysis. Device position was assessed and confirmed to be appropriate at 3.7cm within the left ventricle, with no reported suction or position alarms. Due to ongoing concern for hemolysis, the clinical team elected to remove the impella cp device with planned escalation to an impella 5.5 device. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived to impella cp explant.